Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The pt noticed fluid leaking from catheter tubing and on inspection by nursing staff, it was noticed that there was a tear in the catheter where the adaptor was placed. Pt received prophylactic antibiotic therapy.